Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the devices were removed due to infection. No further information was provided. No further complications were reported/anticipated.

Manufacturer narrative:
The conclusion code 22 no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on 2018-feb-26. Operative notes of the fluoroscopic needle procedure on 2015 (B)(6) were provided. The pre and post operative diagnoses was central pain syndrome and cauda equina injury with refractory pain. The patient had intractable central neuropathic pain and spasticity related to spinal cord injury. Operative notes for 2015 (B)(6) and 2015 (B)(6) were provided for the 2 stage implant. The pre- and post-operative diagnoses were chronic pain syndrome, post-laminectomy pain syndrome, and lumbar spine. The patient noted concordant paresthesia in their back and their right legs. No issues were noted to have occurred during the surgery. It was reported that the patient was last seen on 2016 (B)(6) to follow-up on medications. Notes on that visit were provided. The patient was reported to be a pmh chronic post-laminectomy pain syndrome related to a spinal injury from re-section of a schwannoma at the t11 level. The patient was taking pain medications for pain control. There was also a report of anxiety, depression, and insomnia. During the appointment, the patient was not in any acute distress, there were no issues noted during the head, oral cavity, cortical function, cranial nerves, motor strength, and reflexes. It was noted that the patient had 4+/5 in their right iliopsoas (ip), quadriceps, and hamstrings due to pain. The patient had antalgic gait. To treat the patient's injury of the cauda equina and post-laminectomy syndrome, the patient was assessed for paddle lead scs placement. The patient was prescribed pain medication in addition to the initial encounter treatment reported above. The patient was reported to have filled prescriptions of other pain medications from other hcps which resulted in a request for a urine test from the managing physician. The patient had previously had good relief with a scs though the device had to be explanted due to infection. The patient was recommended to follow-up with a different hcp for possible paddle lead scs implant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.